Manufacturer narrative:
Additional pro code: qrb.

Event description:
It was reported that the patient had an infection on a suture site at the spinal cord stimulation (scs) lead insertion site. The wound of the lead insertion site had not closed, and the site was visibly wet. The patient was administered antibiotics and underwent a procedure where the scs lead was removed, and a new lead was implanted at a different position. Post operatively, the patient was doing well, and the patient is expected to fully recover. The explanted lead will not be returned as it was contaminated. The physician does not believe that the infection was device, stimulation or procedure related. Cultures were not taken.